Manufacturer narrative:
Update to b1: product problem. Update to b4: date of report. Update to g6: follow up, 1. Update to h2: additional information. Update to h11: this supplemental report is being filed to reflect the alleged malfunction by the physician, investigation is in progress.

Event description:
It was reported that a 71-year-old female underwent a galaxy-assisted bronchoscopy procedure for a sub-centimeter ground-glass opacity (ggo) lesion located in the left lower lobe near the periphery of the lung. During the procedure, a pneumothorax was identified and confirmed via cbct. A chest tube was placed, and the patient was admitted overnight. It was reported that the targeting ball appeared off relative to the lesion, and the physician attributed this as the cause of the injury. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
Additional information obtained from a noah clinical representative indicates that the pneumothorax was confirmed via cbct at approximately the 32:00 minute mark, with a possible correlation to biopsy tool use around 19:13. At approximately 20:07, the targeting ball was observed to be off relative to the needle. No additional adjustments were made, and no system errors were reported. System manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was discarded and not returned for investigation; however, manufacturing records confirmed it passed final qa/qc inspection prior to release. Video review demonstrated system setup, registration, and progression through tilt workflows with ongoing target updates. Multiple biopsy attempts showed tool-tissue interaction (notably at 8:43-11:25 and 18:55-19:39); however, no definitive cause of pneumothorax was identified. A tilt motion interference alert (10138) occurred without corrective action, and intermittent c-arm disconnections were observed, though targeting information remained consistent upon reconnection. Biopsy activity occurred during periods when fluoroscopic imaging intermittently returned despite c-arm interruptions. Targeting distances remained stable around the reported timepoint (20:07); however, the allegation of targeting inaccuracy is under investigation. Minor target updates during tilt and visible cardiac motion were noted. Later navigation demonstrated difficulty accessing distal airways. Based on video review alone, no definitive cause of the pneumothorax or device contribution was identified. The physician attributed the event to targeting inaccuracy; however, this remains under investigation, and no conclusions can be drawn at this time. This MDR has been submitted because the patient experienced a pneumothorax requiring chest tube placement and hospitalization during a galaxy-assisted biopsy procedure, meeting the definition of a serious injury. A malfunction related to targeting accuracy was reported; however, the investigation is ongoing. At this time, no conclusion can be made regarding device performance or contribution to the patient injury. The event is consistent with a known procedural risk associated with transbronchial biopsy of a peripheral lung lesion.

Event description:
It was reported that a 71-year-old female underwent a galaxy-assisted bronchoscopy procedure for a sub-centimeter ground-glass opacity (ggo) lesion located in the left lower lobe near the periphery of the lung. During the procedure, a pneumothorax was identified and confirmed via cbct. A chest tube was placed, and the patient was admitted overnight. It was reported that the targeting ball appeared off relative to the lesion, and the physician attributed this as the cause of the injury. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
Update to b1: removed product problem. Update to b4: date of report. Update to g6: follow up # 2. Update to medical device problem code a: uipdated from 3190 to 4033. Update to component code g: added 4707. Update to investigation findings c: updated from 3233 to 618. Update to investigation conclusion d: updated from 4315 to 4311. Update to h11: the pneumothorax was most likely caused by the biopsy needle, a third-party tool, deflecting against airway tissue and entering an unintended location. This deflection represents a clinical/procedural challenge inherent to bronchoscopic biopsy and not a generalized malfunction of the galaxy system. Analysis of the logs found that the reported targeting inaccuracy did not contribute to the adverse event, because the biopsy tool position was not confirmed in multiple c-arm planes prior to advancement, leading to tool deflection and over-insertion, which was the most likely cause of the pneumothorax. Therefore, the primary possible cause of the injury is assessed to be tool deflection and clinical technique, with the reported issue of targeting inaccuracy being unrelated to the adverse event.

Event description:
It was reported that a 71-year-old female underwent a galaxy-assisted bronchoscopy procedure for a sub-centimeter ground-glass opacity (ggo) lesion located in the left lower lobe near the periphery of the lung. During the procedure, a pneumothorax was identified and confirmed via cbct. A chest tube was placed, and the patient was admitted overnight. It was reported that the targeting ball appeared off relative to the lesion, and the physician attributed this as the cause of the injury. Attempts to gather additional patient demographics were unsuccessful.